Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issues could not be determined. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
The aim of the article was to evaluate the effectiveness of the proximal optimization technique (pot) to prevent longitudinal stent elongation. One case reported a 76 year old patient who was diagnosed with stable angina. Coronary angiography before pci showed severe stenosis at middle left anterior descending artery, and a 3.50x33mm xience alpine stent was deployed. The proximal stent edge on the axial optical frequency domain imaging (ofdi) view just after stent deployment revealed malapposition. A conventional distal-to-proximal plain old balloon angioplasty was performed. Stent elongation was observed after post dilatation. The article concluded that malapposition of the stent edge is responsible for longitudinal stent elongation caused by post-dilatation. Pot appeared to effectively prevent longitudinal stent elongation. Details are listed in the article titled, ¿effectiveness of the proximal optimization technique for longitudinal stent elongation caused by post-balloon dilatation". No additional information was provided. Date of event estimated as 5/01/2013.

Event description:
The aim of the article was to evaluate the effectiveness of the proximal optimization technique (pot) to prevent longitudinal stent elongation. One case reported a 76 year old patient who was diagnosed with stable angina. Coronary angiography before pci showed severe stenosis at middle left anterior descending artery, and a 3.50x33mm xience alpine stent was deployed. The proximal stent edge on the axial optical frequency domain imaging (ofdi) view just after stent deployment revealed malapposition. A conventional distal-to-proximal plain old balloon angioplasty was performed. Stent elongation was observed after post dilatation. The article concluded that malapposition of the stent edge is responsible for longitudinal stent elongation caused by post-dilatation. Pot appeared to effectively prevent longitudinal stent elongation. Details are listed in the article titled, ¿effectiveness of the proximal optimization technique for longitudinal stent elongation caused by post-balloon dilatation". No additional information was provided. Date of event estimated as 5/01/2013.

Manufacturer narrative:
B3: date of event estimated as 5/01/2013. D4: the UDI is not known as the part and lot number were not provided. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.